Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Right ssd motor does not brake.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product was returned to invacare (B)(4), and subsequent testing verified the complaint. The product was confirmed to be defective. Per evaluation: faulty motor brake assembly. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Right ssd motor does not brake.